Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be duplicated. No fault was found. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause through reproducibility. Analysis found the behavior was unable to be duplicated. Unable to determine cause without further information. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while navigating the driver trajectory 2 was inaccurate with the plan made with the universal drill guide by 5-10 mm. Trajectory 1 was accurate. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.